Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style max flow had a milk backup. Additionally she alleged that she had mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, verifying using correct kit components; verifying parts are being washed according to instructions for use; verifying the customer did not have a heavy letdown and correct positioning being used while pumping. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she developed mastitis on (B)(6) 2022, and was prescribed antibiotics. Additionally she stated that the new pump is working great. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned with the customer's tubing and was evaluated on (B)(6) 2022. The device was tested with a lab kit (connectors and membranes) and the customer's tubing. Human milk residue was found on the aggregate (internal motor & pump assembly). After cleaning the aggregate, the vacuum reading were within specification.